Event description:
The customer reported that the volume from an mnc procedure was 1035 ml including the plasma volume collected. They processed 10l and then stopped. This was a dendreon collection that exceeded the collection protocol. The patient is doing well. Vital signs after procedure: 116/54 hr, rr 25 temp. 97.4 acir 0.9. The patient identifier is not available at this time. It is not known if the patient will be able to use the collected cells. No medical intervention was required for this event. The disposable kit will be returned for investigation. This report is being filed due to alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The device was evaluated and found to have a sticking pump rotor. Root cause: sticking collect pump rotor. Corrective action: the service technician replaced the collect pump rotor assembly. The device was functionally tested and found to be operating within manufacturer's specifications.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The returned disposable set was reviewed with a spectra product engineer. The set, without the collect bag, was returned. A competitor's plasma bag had been added to the set. The channel, pump cartridge tubing, return pressure sensor tubing, and the rest of the set were reviewed. No misassemblies, occlusions, or other anomalies were found. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.